Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the load fill tubing sequence insulin drips were not observed to be dripping out of the cartridge tubing. A supply change was performed resolving the issue. The customer's blood glucose level was not impacted.